Manufacturer narrative:
Inspection and testing found the device failed the probe check with error code u509 displayed. Both switches were checked and both switches were non-functional. Some tissue build up was noted during a visual inspection of the device. The ptfe pad (teflon pad) was inspected and found to have normal wear, no metal was exposed, and no abnormality was noted. The distal end of the device was inspected under a microscope and the probe was observed to be detached. The missing portion was returned. The wiper movement was not possible due to tissue build up. The consistency of movement of the handle and jaw was tight. The handle load was heavy. The rotation of the knob torque was normal and smooth. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the probe break was due to the probe making contact with other surgical instruments, or the non-insulated area. In the case of contact with other surgical instruments, hard tissue, a metal object or a surgical instrument had been in contact with the probe during the output activation in seal & cut mode causing scratches on the probe. The device was activated in seal &cut mode or while the grasping section was grasping tissue. This applied a force to the scratched area of the grasping section, causing this area to have cracks. A probe damage error was detected. A probe breakage error (error code: u601) occurred because the probe was checked while the probe was cracked. A force was applied to the probe causing it to break. In the case of contact with the non-insulated area, the grasping section was closed without grasping anything while the device was activating in seal & cut mode (including after tissue resection) causing the tissue pad to wear out. Since the tissue pad was worn out, the non-insulated area of the grasping section and the distal end of the probe came into contact. The output was activated in seal & cut mode in state of description stated above. Therefore, scratches (contact marks) were made on the distal end of the probe and the grasping section, indicating that they came into contact with each other. The device was activated in seal &cut mode or while the grasping section was grasping tissue. This applied a force to the scratched area of the grasping section, causing this area to have cracks. A probe damage error was detected. A probe breakage error occurred because the probe was checked while the probe was cracked. A force was applied to the probe causing it to break. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warnings which may help to prevent the issue: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating". "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation". "The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments (e.g. Uterine manipulator, forceps and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone". "Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the probe on the subject device was damaged during a laparoscopic hysterectomy procedure. The procedure was completed with another device. The procedure was delayed while another device was obtained from the facility's store room. The device was sent to olympus for evaluation. During inspection and testing, the probe was found to be detached. This report is being submitted for the malfunction found during evaluation (probe detached). There was no harm or user injury reported due to the event.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 07-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.